Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, mildly tortuous proximal circumflex coronary artery. The 2.50 x 18 mm xience skypoint drug-eluting stent system (dess) was advanced but failed to cross to the lesion due to the anatomy. The dess was withdrawn and it was noted that the stent was fractured and stent struts were flared. No further treatment was provided. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices, procedural technique or anatomical conditions. Factors that can contribute to failure to advance include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient anatomical morphology, patient disease state, or interactions with accessory devices. Factors contributing to a stent break include, but are not limited to, over expansion of the stent, interaction with accessory devices, inadvertent mishandling or anatomy characteristics. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device may have interacted with the heavily calcified, mildly tortuous lesion during advancement, resulting in the reported failure to advance. Further manipulation of the device in addition to interaction with the challenging anatomy during advancement and retraction may have contributed to the reported material deformation, ultimately causing the reported stent break; however, based on the information provided and without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation changed to no.